Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
(B)(6) study. It was reported that the subject died. In (B)(6) 2018, the subject presented with unstable angina (braunwald) and was referred for elective cardiac catheterization. Target lesion #1 was located in mid left anterior artery with 80% stenosis and was 8mm long with a reference vessel diameter of 2.25mm. Target lesion #1 was treated with direct placement of 2.25 x 12mm study stent with 0% residual stenosis. The subject was discharged on dual antiplatelet therapy. In (B)(6) 2018, the subject developed diarrhea due to carcinoid syndrome and was hospitalized. The subject was treated with medication in response to diarrhea due to carcinoid syndrome. During the course of hospitalization, the subject developed chest pain of uncertain etiology, could be esophageal in origin and acute kidney injury which was treated with fluid. In (B)(6) 2018, the subject developed wide complex tachycardia requiring shock, intubation and initiation of epinephrine drip. The subject was transferred to intensive care unit for close monitoring. The subject was unresponsive to verbal and physical stimuli and physical examination revealed absence of carotid and/or femoral pulse, heart sounds, respiration and pupillary response. The subject was pronounced deceased. The cause of death was ¿wide complex tachycardia.¿